Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) it was reported that the patient had a lead revision. No further complications were noted or anticipated.